Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the ultrasonic surgical system sonosurg generator was used in combination with the sonosurg scissors when the device was not able to seal a blood vessel when output was activated. The issue occurred during a laparoscopic appendectomy. During the same procedure, hemostasis was achieved using bipolar energy with no blood transfusion being necessary. After hemostasis was achieved, the adipose tissue was sealed successfully. There were no reports of additional patient impact. Related patient identifiers: (B)(6) sonosurg curved scissors, high frequency, with pistol grip. (B)(6) sonosurg transducer. (B)(6) ultrasonic surgical system sonosurg. This report is for (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information obtained through follow up. The manufacture date cannot be identified since the subject device has been manufactured more than 15 years, it has exceeded the DHR retention. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the complaint device could not be inspected. Also, there are no facts to support that sealing (hemostatic) could not be performed due to failure of the device. Therefore, the exact cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: ·if you suspect any abnormality while using this product, immediately stop the procedure. Refer to chapter 7,¿troubleshooting¿ and the instruction manual of the sonosurg hand piece being used. If the information given there does not eliminate the abnormality, terminate the use of the equipment and contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed that an event in which a seal (hemostasis) was not possible was attempted by ultrasonic power manipulation. Additional information obtained through follow-up no knowledge of blood transfusion. The facility reports the procedure time was extended due to the device malfunction. The facility reports it took a long time to stop the bleeding. It is unknown if there are any drugs such as sedatives that were added unexpectedly due to the device malfunction. It is unknown whether or not the patient was discharged from the hospital. However, the users have not heard of any health damage due to the event.